Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details, did a piece or pieces fall into the patient? If yes, were they retrieved? If yes, are they being returned with the device? If not, were they disposed of?

Event description:
It was reported that during an unknown procedure, the plastic separated. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the flr01 device was received with the retractor torn inside it's original packaging opened. However, it could not be determined what may have caused this condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: when the iris seal is closed, avoid sharp instrument contact, such as scissors, scalpel, needles, etc. With the elastomeric membranes, as puncture or tearing may occur.